Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient complained of feeling tired and faint. The right ventricular lead exhibited noise which was causing pacing inhibition. The device was reprogrammed and no further complaints from the patient were reported.